Event description:
Info received indicates the right intermediate side rail is broken.

Manufacturer narrative:
Upon inspection the tech found both outer side rail support arms were broken and the latch pin and spring were damaged. The tech replaced these parts to repair the bed.